Event description:
The facility reported a colleague infusion pump with a malfunction of an unspecified failure. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. No additional information is available. This is involving a pump with software version 5.04.00 which is categorized as unremediated.

Manufacturer narrative:
(B)(4). The device has not been previously sent into service for the reported condition of "failure".

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of an unspecified "failure" was not confirmed or reproduced during product evaluation; however, the quality engineer has determined that the root cause of this condition was the user interface module printed circuit board. The user interface module printed circuit board was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.